Manufacturer narrative:
Check of DHR. By checking the manufacturing chart of the lot #1916439, no pre-existing anomaly was detected on the 52 smr reverse hp glenospheres manufactured. Therefore, we can state that all the 52 glenospheres were manufactured up to specification. This is the first and only complaint received on this lot#. We checked also the manufacturing chart of the lot#1910034 and we did not find any pre-existing anomaly on the (B)(4) stems manufactured. Therefore, we can state that also all the (B)(4) stems were manufactured up to specification. No further complaints were received on this lot#. Pre-revision xrays were not available for clinical evaluation to evaluate if the cause for dislocation was the undersized stem (as it was reported in a second time by the complaint source) or to other clinical/surgical factor. On the basis of the information received, we are not able to investigate the root cause of the event. However, considering the opinion of the surgeon responsible for the surgery, the obesity of the patient and the early dislocation, we can speculate that the event was due to a combination of surgical and patient factor. Event not product related. According to our pms data, occurrence rate of dislocation/luxation of smr reverse is 0.14%. No corrective/preventive action implemented for this specific case. We will keep the market monitored. Please, consider this report as initial-final MDR.

Event description:
Revision surgery due to dislocation performed on (B)(6) 2020. Primary surgery was performed on (B)(6) 2020. According to the information reported, patient initially dislocated during the night of the surgery, this may have occurring during transfer into/out of bed or while rolling over in bed. All the following components were replaced: smr reverse hp glenosphere - not marked in USA, smr cementless finned stem (product code 1304.15.170, lot#1910034), smr reverse humeral body - not marked in USA, smr reverse hp liner medium - not marked in USA. Later, it was reported that the surgeon explanted all humeral components because he felt that the stem was potentially undersized and he had sunk it too far into the humerus previously. He also wanted a new reverse body as he engaged and disengaged the taper more than 4 times during the revision surgery and felt this may compromise it's integrity. The patient was obese and not in good shape. The initial indication for surgery was glenohumeral osteoarthritis and cuff tear arthropathy. Event occurred in (B)(6).